Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to have been 596mg/dl. It was reported that the customer changed infusion sets and treated the high with the pump. It was reported that the customer's levels were going down. The customer did not keep old infusion set. It was reported that the customer was advised to monitor the device and call back if issues persist.